Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd® plastic nrfit¿ syringe experienced scale marking with double print. The following information was provided by the initial reporter, translated from italian to english: printing anomaly on the syringe, not on the graduated scale.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19jul2023. H6: investigation summary: one hundred ninety-three samples and one photo were provided to our quality team for investigation. A visual inspection was performed. One hundred and ninety samples were acceptable per product specification. Two samples had missing print of the scale markings and one sample had a blurred print double image of the scale markings were observed. Potential root cause for the missing print and double print are associated with the marking process. A notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. These defects are occurring below an expected rate so no corrective actions will be made at this time.

Event description:
It was reported that the bd® plastic nrfit¿ syringe experienced scale marking with double print. The following information was provided by the initial reporter, translated from italian to english: printing anomaly on the syringe, not on the graduated scale.